Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 564 mg/dl and customer experienced a 0.1 mmol/l ketone level. Cause of bg was due to not delivering a correction bolus to cover the amount of food consumed. A correction bolus was delivered to address bg. A pump reset was performed clearing the malfunction alarm and customer continued to use the pump for insulin therapy.